Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider spoke to technical services to advise the user was driving the chair in reverse and the joystick shut down and the screen went black. Provider states user reported the joystick would not turn back on again.